Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, b2, h1 - information was received that this device is not involved in this event. Therefore, this medwatch report is being voided.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2024 and continuous barbed suturing was performed for joint capsule. On (B)(6) 2024, there was a sound like ¿cracks¿ from the patient's knee when the patient was walking down a hallway in the hospital. After that the patient had pain and swelling. On (B)(6) 2024 an examination was performed and the patella was clearly moving and looked like to be dislocated. On (B)(6) 2024, a reoperation was performed. The sutures were found completely broken. The soft tissue of the patella was damaged, resulting in patellar replacement. The patient was about to be discharged, but extended hospital stay to an unknown date due to this event. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are uamaxz and 101med possible lot #s for (B)(4)? (If no, please explain). Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Please describe the appearance of the suture during the second procedure ? Where was the break noted (termination, middle, end)? Did the wound dehis? Were there any patient stress factors that precipitated the event of suture breakage post op? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?